Event description:
The pt ((B)(6)) received an scs system including two percutaneous leads on (B)(6) 2010. It was reported that the pt's ipg was replaced approx one week after implant due to wound dehiscence. The exact surgery date is unk. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.